Event description:
It was reported that a critical alarm was confirmed via telemetry. The alarm was related to an empty reservoir. The logs noted the low reservoir occurred on (B)(6) 2013 and then went empty on (B)(6) 2013. Reportedly, around that time the patient a urinary tract infection and the patient was posturing. It was believed, the patient went through baclofen withdrawal. The patient was new to the current physician, and the physician was not going to fill the pump on the date of this report as the patient had some redness on the right side of the incision. The physician wanted this evaluated first since the patient has not had drug for a few months. It was believed that the patient¿s first dose was 125 and was titrated up on multiple dates according to the log data. The patient was to see the neurosurgeon on (B)(6) 2013. The patient had the pump due to a gunshot head wound. This device system delivered baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was further provided that the uti was not related to the device or therapy and it was not known if a culture was taken. The patient was seen by the implant physician to check for an incision infection which was reported as ¿ø¿ (negative). The patient presented the reporting physician for the first time on (B)(6) 2013 and therefore there was no information upon what happened before or at the time the pump was running dry. The pump logs revealed the date and time of incident and ¿mother¿ confirmed timing of the uti and increased spasticity. The patient was started again on the intrathecal baclofen therapy and he was being titrated up and was responding. The pump was to be refilled in early february.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).